Event description:
After getting essure I experienced migraines, night sweats, tender spots all over my body, monthly cycle changed, headaches everyday, allergies to soaps and food, back pain, hip pain, joint pain, lots of uti's, cysts, metallic smell, urgency to pee all the time, body aches, breast pain, cramps all month, extra discharge, fatigue.